Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Investigation summary: no additional information available. Based on the limited information, no further investigation can be performed. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the unspecific bd phaseal experienced coring. The following information was provided by the initial reporter: the following was obtained during clinical assessment. Clinicians¿ reported coring occurring when using cstds. No patient involvement.